Event description:
A malfunction was reported, identified by the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and assisted the customer, who successfully reset the device. The malfunction did not recur, and the customer was advised to continue using the pump and to report any future issues.